Manufacturer narrative:
Investigation summary: DHR: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine 2019 (june 23-25th, 2017) during which 59 visual inspections were carried out with zero defect noted. Barrels were marked (#7170475) in machine #4257 (june 20-27th, 2017) during which 140 visual inspections were performed without observing issues or abnormalities. Based on description of the issue, bd understands a defective marking is observed which provoke the ¿inability to withdraw the exact amount of vaccine.¿ since no sample or picture have been provided and review of DHR show no abnormalities or issues during marking step, defect is not confirmed and is not possible to determine a root cause related syringe manufacturing process, at this time.

Event description:
It was reported with the use of the bd soloshot¿ mini auto-disable syringe there was an issue with inability to withdraw exact amount of vaccine.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd soloshot¿ mini auto-disable syringe there was an issue with inability to withdraw exact amount of vaccine.